Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad and one endeavor sprint drug- eluting stent implanted in the rca. Approximately 58 months post index procedure the patient suffered a stroke. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).